Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the up arrow, down arrow and ok keypad buttons were not responding properly and on (B)(6) 2012 the button problem worsened. The patient reportedly wore the pump under a garment against the body and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the keypad buttons' unresponsiveness was not confirmed or duplicated; all of the keypad buttons responded appropriately and were functional. There was evidence of contamination found under all key contacts.